Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Without the products or any more information, no further investigation could be carried out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on jul 9th, 2009 via tha. It was reported that it occurred on (B)(6) 2019 that breakage of the screws (manufactured by kyocera), dissociation of the cup, dislocation. Thus, the revision surgery was scheduled to be performed on apr 19th, 2019 by replacing the cup (manufactured by kyocera), the insert (p/n: 121887354), the head (p/n: 962713000), the stem (p/n: 134522000). No further information is available.